Event description:
We are reporting because of inconsistencies and inaccuracies in the alleged incident's first report. The report is inconsistent in that it was first decided with the dealer that there was no significant problem and there would not be a report. Then a report was filed. The reporter told the investigational team the incident was no big deal and the pt didn't even notice. The team found the spring steel locking cotter pin had been removed. This cannot happen accidentally. The bed has been in service 3 years. The removal of the locking cotter pin allowed the steel clevis pin to work out. This bent the pin and the actuator tip, no other damage. These have been replaced. The foot high/low on the bed did drop an undetermined distance, the maximum possible is 14" not 24" as reported. The foot caster did rotate out because the directional caster was not locked as required in the manual. Spring steel locking cotter pins have been standard on actuators for at least thirty years. We have not lost one in twenty-five years of bed production. These pins are the industry standard. They do not come off accidentally.